Event description:
The customer reported she has 2 syringe pumps that are having issues recognizing syringe type and sizes. When she installed a 3 ml syringe into the unit the message displayed is "unknown syringe installed. Re-install syringe". Also when she installed a 20 ml bd syringe the unit will recognize it but as a bd 30ml syringe not a 20ml bd syringe. The unit will recognize the bd 30ml syringe without issues. Several of their units were tested and it was determine 2 syringe pumps were having issues. Associate file #424377 for other 8110 suspect. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 29nov2016 to the present date 02dec2020 and note that this device has been returned for service 5 times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported she has 2 syringe pumps that are having issues recognizing syringe type and sizes. When she installed a 3 ml syringe into the unit the message displayed is "unknown syringe installed. Re-install syringe". Also when she installed a 20 ml bd syringe the unit will recognize it but as a bd 30ml syringe not a 20ml bd syringe. The unit will recognize the bd 30ml syringe without issues. Several of their units were tested and it was determine 2 syringe pumps were having issues. Associate file (B)(4). For other 8110 suspect. No patient involvement.